Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 26-year-old female patient who had essure (batch no. C35383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2009, (B)(6) 2014), c-section in 2009, asthma in 1998, food allergy, anemia, abdominal pain, gastritis, induced abortion, upper gastrointestinal tract endoscopy, abortion and caesarean section (patient delivered via c-section on (B)(6) 2014.(discrepancy per pfs- (B)(6) 2014)) on (B)(6) 2014. Denies excessive vaginal bleeding, no emesis- no heart burn. Concurrent conditions included body mass index normal, vaginal odor, post-traumatic stress disorder, burning sensation, menometrorrhagia, back pain, bronchitis, sore throat, chest pain and perineal pain. Family history included anemia (mother), cancer (mother), diabetes (maternal grandmother, father), aneurysm (maternal grandmother) and hypertension (father, sister.). Concomitant products included ibuprofen, naproxen from (B)(6) 2015 to (B)(6) 2017, paracetamol (tylenol), salbutamol (albuterol) since 2000 and sertraline from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain lower ("pain (lower abdomen) (constant) (moderate to severe)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia"). The patient was treated with macrogol (miralax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, fatigue and constipation outcome was unknown and the alopecia and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, alopecia, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. On an unspecified date, urine pregnancy testing- negative. On (B)(6) 2016, ultrasound pelvis-impression: normal sonographic appearance of the uterus and ovaries, essure implants in the fallopian tubes. On (B)(6) 2015, xr abdomen- impression¿ nonobstructive bowel gas pattern. Moderate amount of stool present within the colon. On (B)(6) 2017, surgical pathology report- final diagnosis result: a. "Bilateral essure coils": gross examination only. B. Bilateral fallopian tubes: - bilateral fallopian tubes without specific pathologic change. Pre-operative diagnosis result: pelvic pain with essure coils gross description: a. Received in formalin labeled and "bilateral essure coils" is a 2.5 x 1.0 x 0.2 cm aggregate of fragmented essure wire coils. Gross photograph of specimen obtained. The specimen is sent out per patient request. B. Received in formalin labeled and "bilateral fallopian tubes" are 2 pink tan fallopian tube segments measuring 8.5 x 0.6 and 7.5 x 0.6 cm, respectively. The fallopian tubes are sectioned to reveal patent lumen, no coils identified within the fallopian tube lumens. On (B)(6) 2017, preg, test monoclonal was negative. On (B)(6) 2015, ucq pregnancy was negative. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal discharge, depression, pelvic pains, dysmenorrhea, nausea, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. C35383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 2009, (B)(6) 2014), c-section in 2009, asthma in 1998, food allergy, anemia, abdominal pain, gastritis, induced abortion, upper gastrointestinal tract endoscopy, abortion and caesarean section (patient delivered via c-section on (B)(6) 2014.(discrepancy per pfs- (B)(6) 2014)) on (B)(6) 2014. Denies excessive vaginal bleeding, no emesis- no heart burn. Concurrent conditions included body mass index normal, vaginal odor, post-traumatic stress disorder, burning sensation, menometrorrhagia, back pain, bronchitis, sore throat, chest pain and perineal pain. Family history included anemia (mother), cancer (mother), diabetes (maternal grandmother, father), aneurysm (maternal grandmother) and hypertension (father, sister.). Concomitant products included ibuprofen, naproxen from (B)(6) 2015 to (B)(6) 2017, paracetamol (tylenol), salbutamol (albuterol) since 2000 and sertraline from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain lower ("pain (lower abdomen) (constant) (moderate to severe)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia"). The patient was treated with macrogol (miralax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, fatigue and constipation outcome was unknown and the alopecia and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, alopecia, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. On an unspecified date, urine pregnancy testing- negative. On (B)(6) 2016, ultrasound pelvis-impression: normal sonographic appearance of the uterus and ovaries, essure implants in the fallopian tubes. On (B)(6) 2015, xr abdomen- impression¿ nonobstructive bowel gas pattern. Moderate amount of stool present within the colon. On (B)(6) 2017, surgical pathology report- final diagnosis result: "bilateral essure coils":- gross examination only. Bilateral fallopian tubes: - bilateral fallopian tubes without specific pathologic change. Pre-operative diagnosis result: pelvic pain with essure coils gross description: received in formalin labeled and "bilateral essure coils" is a 2.5 x 1.0 x 0.2 cm aggregate of fragmented essure wire coils. Gross photograph of specimen obtained. The specimen is sent out per patient request. Received in formalin labeled and "bilateral fallopian tubes" are 2 pink tan fallopian tube segments measuring 8.5 x 0.6 and 7.5 x 0.6 cm, respectively. The fallopian tubes are sectioned to reveal patent lumen, no coils identified within the fallopian tube lumens. On (B)(6) 2017, preg, test monoclonal was negative. On (B)(6) 2015, ucq pregnancy was negative. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal discharge, depression, pelvic pains, dysmenorrhea, nausea, headache. Most recent follow-up information incorporated above includes: on 15-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication, historical drug, lot number and treatment drug were added. Events abnormal bleeding (vaginal, menorrhagia), infection vaginal, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, constipation, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.